Event description:
(B)(4). I was using the device to prevent pregnancy and now 10 years later pregnant with my daughter. Not knowing at the time that I was pregnant I was exposed to x-ray machine . Express abdominal pain back pain hair lose. Headackes.